Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a replacement ilet pump with serial number (B)(6) sustained a broken screen after being dropped and could not power on, while the previously lost original pump was later found. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the device and instructions provided for return of both units. Investigation included customer service troubleshooting and education regarding shutdown procedure, data transfer limitations, app syncing, return logistics, and continuity of glucose monitoring with dexcom. Investigation of this case revealed physical damage due to impact, consistent with a cracked or broken display rendering the device nonoperational, with no indication of device malfunction unrelated to damage. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.